Event description:
It was reported that a (B)(6) had a shunt implanted in (B)(6) 2010. In (B)(6) 2010, the shunt was found broken near the valve and explanted. There was no injury or death to the patient.

Manufacturer narrative:
(B)(4). (B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.